Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 600 mg/dl at the end of (B)(6) 2011. Her average blood glucose level is 200 mg/dl. She stated on the first occasion she was in a dry place and felt thirsty but did not realize her blood glucose was elevated. On the second occasion her blood glucose elevated to 500 mg/dl. She stated on each occasion she bolused but was unable to lower her blood glucose. She changed the infusion set and was able to lower her readings. She noticed that the luer of the infusion set was broken and her dress was wet. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.